Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred during therapy initiated on(B)(6) 2014 at 12:00:37. During night drain cycle 14, the patient's ultrafiltration reading was 466ml, indicating the home patient (hp) drained 376ml more than their maximum programmed fill volume of 600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be a use error, further specified as the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.